Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she had turned her device off because she was having some problems and they did a laminectomy surgery on (B)(6) 2016. The patient clarified that the laminectomy surgery was unrelated to device/therapy. The patient reported she turned implant all the way down and off, she thought it was off but it really was not off, and was shocking her but it was not really on. The patient was scared and did not know what was going on. The patient further reported she was having problems with her back and could not walk. The patient reported she lost her ability to walk and this was because her sciatic nerve was being pinched off in 4 different lumbar regions (3,4,5 and 1). The device was not shocking the patient at the time of the report because manufacturer representative turned device off. The reason for the patient's call was to get her device turned back on. The patient programmer was not available at the time of the call. The patient was redirected to their healthcare provider. The indication for implant was non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the patient had their spinal cord stimulator (scs) system reprogrammed on (B)(6) 2016. The coverage was appropriate for their pain and was comfortable without any shocking sensation during programming session, and once it was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.